Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed a fault 41 (patient temperature sensor failure) message. According to the customer, the device was stored indoors, and the room temperature did not drop below 50°f. No additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.